Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 353 mg/dl at the time of incident and the current blood glucose of the patient is 442 mg/dl. Customer report other blood glucose values were 442 mg/dl, 436 mg/dl, 357 mg/dl and 400 mg/dl. Customer report they received insulin flow block alarm and insulin exit after troubleshooting. Customer report they did not allege pump was under delivering. The customer experienced symptoms such as thirsty and tired. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will not be returned for analysis.